Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audio. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports a speaker malfunction. The speaker has no audio. There was no patient involved and no medical intervention required.